Event description:
Catheter, 65 cm in length, was placed in 2007 in the right medial basilic. Pt was receiving vancomycin through the catheter. The pt was receiving treatment at home and never complained of any pain during treatments. Pt went to hosp for removal of catheter as the four week antibiotic therapy was completed. Attempted to remove catheter and met with resistance. X-rays were taken and unable to visualize the catheter. A fluoroscopy was completed and found that the catheter was coiled in a knot in the right atrium. The pt underwent open heart surgery to remove the catheter on five days later.

Manufacturer narrative:
We sent a shipping tube and a pre-paid mailing label to the customer for the return of the sample on 11/21/2007. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.